Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer¿s blood glucose level was 40 mg/dl and other relevant blood glucose level was in the range of 50 mg/dl to 54 mg/dl. Customer stated that the retainer ring was damaged and crack at the top of the insulin pump. Customer stated that the reservoir was able to lock in place when inserted into the insulin pump but they need to hold the reservoir while taking bolus. Customer declined for further troubleshooting. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.